Event description:
It was reported the pt did not recharge the ipg as recommended. As a result, the ipg was explanted and replaced. Effective therapy was restored post-up.

Manufacturer narrative:
(B)(4). This ipg serial number is included in a field advisory. Evaluation results: as received the ipg was non-responsive. The reported complaint could not be analyzed as this is considered to be a user error. Per product labeling, "if a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy." Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.